Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles showed that at one point during the surgery the "single cut" option was activated by setting the cut rate to 1. When this option is selected the cutter will make one single cut when activated. When the single cut option is activated, this will be displayed on the screen. After a step change the vitrectomy cut rate was changed to 8000 cuts per minute. And the procedure was continued. Based on the logfile analyses it was determined that the eva surgical system functioned as intended. Most likely the single cut option of the cutter was selected unintentionally causing the cutter to make a single cut instead of the anticipated multiple cuts. For instructions regarding setting of the cut rate, please refer to eva instruction manual section "8.6 vitrectomy".

Event description:
We were informed that during procedure the cutter on/off control of the footpedal would not respond. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
We were informed that during procedure the cutter on/off control of the footpedal would not respond. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.